Event description:
It was reported that the customer experienced an issue with the battery not charging. There was no reported adverse impact to the customer¿s blood glucose level. The pump started, charged, and was recognized by the computer, and the device is being returned with a replacement pump provided.